Event description:
It was reported that the procedure was to treat the left sfa (off label use), using a contralateral approach. No predilatation was performed and as the device was advancing out of the guide catheter, the stent dislodged (contrary to IFU). In an attempt to retrieve the stent with a snare device, the stent became loose again. A balloon catheter was used and the stent was deployed at an unintended site. No pt effects were reported.